Event description:
It was reported that the tip was "faulty" upon removal from the package. It was not used in a patient. The tip was missing from the returned device and this is being reported based on the returned product evaluation.